Event description:
The lay uer/pt called lifescan (lfs) in 2006, and alleged that the pt's meter was reading inaccurately low. The med affairs spec mailed a letter 6 days later, since the user could not be reached by telephone for further clarification. The pt obtained a result of 45 mg/dl on her meter. She reported feeling dizzy and having chest pain at the time of testing. She went to the hosp and while there, her blood glucose was tested; the result was 474 mg/dl. The pt stated that she did not receive any treatment at the the hosp. It would have been helpful to know why she was not treated, if the pt had any other health conditions that caused the symptoms, when the pt's symptoms began, what the pt's medication regimen was, and what the time difference was between the results of 45 and 474 mg/dl. It is not known if the test strips were in good condition or if the codes matched. The technique for cleaning the puncture site and for applying the blood in the test strip were corret. The pt was unable to state if the meter was cleaned correctly. She attempted to perform several check strip tests, but the meter stated not ok. A control solution test was not performed. This complaint is being reported because the meter read low when the pt may have been hyperglycemia. A replacement meter has been sent.